Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that error code 1101 (ventilator restart) occurred. During corrective maintenance, e/cs 111b, 1104, 1105, 1115, 1134 occurred. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
Date of report: 19sep2018. Date of manufacturer: 11june2018. No parts were returned for evaluation, therefore a root cause could not be established. Correction: the following information was inadvertently left off of the initial report sent 05feb2018: philip's international service technician confirmed the alleged issue. The central processing unit, motor controller, and power management printed circuit board assemblies were replaced to address the event.